Event description:
N/a

Manufacturer narrative:
Customer reported gas leak. No patient harm reported. A getinge field service engineer (fse) evaluated the iabp unit and checked logs and found alarms for gas gain and gas loss. Inspected pim for any blood back residue, none noted. Fse could not duplicate gas leak alarm, and unit passed all leak tests. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was alarming gas leak. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.